Event description:
It was reported patient underwent rotator cuff repair on (B)(6) 2014. During the procedure the juggerknot anchors would not remain implanted in the bone. The procedure was completed with other juggerknot anchors.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: number 2 states, ¿ improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure.¿ number 4 states, ¿failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03560, 3629 ).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-03425.